Event description:
In preparation for a cervical leep procedure, an electrosurgical ground pad was applied securely to right thigh. Pt repositioned into stirrups. Electrosurgical ground pad cable connected to esu. When dr started using the unit, he complained of it not working, that it was making a popping sound. Esu ground pad rechecked and was found to be "buckled" on the thigh. Pad reapplied. When pad was removed at the end of the case there was a small burn on the pt's thigh at the very edge of the pad. Dr was notified. Photo's were taken. All equipment saved. Pt's burn was treated with bacitracin and bandaged.